Event description:
It was reported that upon interrogation, a message -data not read- appeared. A device change out would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.